Event description:
The hcp reported the pt presented with signs of an infection of the device pocket. These included fever, redness, swelling, drainage, pain, incisional wound opening, and pocket erosion. A culture of the device pocket was obtained, but the hcp reported the organism cultured was unknown. The pt did not have meningitis. The pt was treated with both IV and oral antibiotics and total device system explant. The explant date was reported as "2002." The infection resolved and the pt had no drug withdrawal. The pt had risk factors of borderline diabetes and hepatitis c.